Manufacturer narrative:
The reported issue is currently under investigation.

Event description:
It was reported that the 7700 system intermittently locked up during a case. The 7700 system had to be rebooted and the procedure was completed, however, the dap would not work. No pt injury was reported.